Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step with two cartridges before contacting technical support. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller to ensure cartridge air removal and use room temperature insulin when filling the cartridge. The customer resolved the issue by changing to an old cartridge and successfully resumed insulin delivery. Caller declined to load new cartridges but planned to monitor the situation and attempt loading a new one later, with the option to call back if further problems occurred.